Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose reading. Customer declined troubleshoot, blood glucose readings were not reported as line disconnected. Not sure if customer was wearing pump or how they treated high blood glucose.